Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be related to device use. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. Use residues were observed throughout the sample. A sharp permanent kink impression was observed near the 5cm depth marking. A longitudinally aligned split was observed at one corner of the kink. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the split. The sample kinked preferentially at the kink site during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. Material wear and buckling were observed in the vicinity of the split. The split features and location were consistent with damaged caused by sharp kinking of the indwelling catheter shaft. The location of the damage suggested that catheter securement technique may have contributed.

Event description:
Customer reported that the PICC line catheter for central venous use was used to deliver cytotoxic substances. Patient given piccline on (B)(6) 2023, laid on 4 cm, prior to chemotherapy treatment- cisplatin and with prehydration which is fine to give. Patient is with his doctor in the ward 2023-05-03- who sees after rearrangement of piccline- when flushing that it leaks. Sodium chloride in the newly applied dressing. The patient is asked to contact us. Patient calls and arrives - nurse removes dressing - puts compress under injection site and secura cath - sees leakage. Piccline nurse is called - the lid of the securacath is lifted off - the piccline nurse pulls out the piccline a little at a time - after 1.5 cm a hole can be seen on the catheter - i.e. At 5.5 cm. A new catheter needs to be inserted. New access needed, extended waiting time. No other information was provided.

Event description:
Customer reported that the PICC line catheter for central venous use was used to deliver cytotoxic substances. Patient given piccline on (B)(6) 2023, laid on 4 cm, prior to chemotherapy treatment- cisplatin and with prehydration which is fine to give. Patient is with his doctor in the ward (B)(6) 2023 who sees after rearrangement of piccline. When flushing that it leaks. Sodium chloride in the newly applied dressing. The patient is asked to contact us. Patient calls and arrives. Nurse removes dressing. Puts compress under injection site and secura cath. Sees leakage. Piccline nurse is called. The lid of the securacath is lifted off. The piccline nurse pulls out the piccline a little at a time. After 1.5 cm a hole can be seen on the catheter, i.e. At 5.5 cm. A new catheter needs to be inserted. New access needed, extended waiting time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.